Manufacturer narrative:
The benchmark 6f 071 delivery catheter (B)(4) was damaged in multiple locations along its length. It was kinked and ovalized approximately 78.0 cm from the hub, 82.0 to 85.0 cm from the hub, and 92.0 cm from the hub to the distal tip. The benchmark was bent approximately 30.0 cm and 58.0 cm from the hub. Evaluation of the returned device revealed that the benchmark distal shaft was kinked and ovalized in multiple locations. These types of damages typically occur due to forceful manipulation of the benchmark through very tortuous anatomy. Further evaluation revealed that there were several bends in the proximal shaft. This damage was likely incidental and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a medical procedure in the right common carotid artery using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, while making a turn in the patient's tortuous anatomy, the benchmark dc became kinked and subsequently, resistance was encountered. Therefore, the physician removed the benchmark dc and successfully completed the procedure using a new benchmark dc. There was no report of an adverse effect to the patient.